Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the user was having trouble with the catheter and the one way valve at the top of the bag plugging up. Complainant stated that the issue started when the local outdoor temperature dropped below freezing. The system seemed to function when inside a heated building, however when the user went outside, it stopped draining and urine backed up. Complainant believes that the urine crystallized in the one way valve (in the collection bag) as well as in the catheter.

Manufacturer narrative:
Received 1 used leg bag for evaluation. The reported event was unconfirmed. The visual inspection noted no obvious defects. During the evaluation of the samples, the peripheral seal of the bag, the components¿ circular seal for inlet tube and outlet tube were inspected and the back and front part of the vinyl was inspected and no manufacturing discrepancies were observed. The sample was filled with water at full capacity and the water entered correctly in the bag without any issues. Afterwards, the water was drained out of the bag and it flowed correctly. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "directions for use: separate notches within circles. Pull straps through holes and around leg. Position bag on leg with flutter valve at top. Attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard extension tubing (catalog no. 150615 or 4a4194). To empty dispoz-a-bag, push green lever on flip-flo valve out and down. Important: be sure to reclose flip-flo valve after emptying bag. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable, local, state and federal laws and regulations."

Event description:
It was reported that the user was having trouble with the catheter and the one way valve at the top of the bag plugging up. Complainant stated that the issue started when the local outdoor temperature dropped below freezing. The system seemed to function when inside a heated building, however when the user went outside, it stopped draining and urine backed up. Complainant believes that the urine crystallized in the one way valve (in the collection bag) as well as in the catheter.